Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. No pump error 75 alarm noted during testing. However, pump error 53 alarm noted in device download history file. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had software error detected alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and they received insulin pump errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.